Event description:
It has been reported that a versacross connect laac access solution kit has been selected for use for a watchman procedure. During the procedure, the physician mentioned that the mechanical guidewire got stuck in the dilator as it the dilator was being advanced over it. The devices had to be removed altogether from the patient, where the guidewire was then forcefully removed from the distal tip. No visible issues were noted upon removal from packaging and that the patients anatomy was normal. The mechanical guidewire was also reported kinked. No excessive force was used. The same dilator was then used with the versacross rf wire and the procedure was completed successfully. No patient complications reported. Product is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #. Additionally, the field e1 (initial reporter fax) was updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It has been reported that a versacross connect laac access solution kit has been selected for use for a watchman procedure. During the procedure, the physician mentioned that the mechanical guidewire got stuck in the dilator as it the dilator was being advanced over it. The devices had to be removed altogether from the patient, where the guidewire was then forcefully removed from the distal tip. No visible issues were noted upon removal from packaging and that the patient's anatomy was normal. The mechanical guidewire was also reported kinked. No excessive force was used. The same dilator was then used with the versacross rf wire and the procedure was completed successfully. No patient complications reported. Product is expected to return for analysis.